Manufacturer narrative:
Physician indicated to envoy that he had inadvertently damaged the sensor lead during the battery replacement surgery when he was attempting to dissect a portion of soft-tissue and inadvertently cut the lead as well.

Event description:
Patient underwent a battery change procedure on (B)(6) 2016. Following the procedure, it was noted that the device did not provide any benefit. Patient reported brief, intermittent operation. Patient underwent a revision surgery on (B)(6) 2016 and it was determined that the esteem ii sensor lead was damaged. The sensor was replaced and benefit was restored to the patient. On (B)(6) 2012 - initial implant. On (B)(6) 2012 - activation. On (B)(6) 2016 - battery change. On (B)(6) 2016 - onset of intermittency symptoms. On (B)(6) 2016 - revision surgery, discovered damaged sensor lead, sensor was replaced and normal operation was restored.